Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was with intravenous (IV) vancomycin during the hospitalization and intraperitoneal (ip) vancomycin after discharge from the hospital (doses and frequencies were not reported). The patient was discharged from the hospital after five days. At the time of this report, the patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.